Manufacturer narrative:
Device not received.

Event description:
A percival pvs27 was implanted on (B)(6) 2018. Three hours post-operation the patient went into cardiac arrest (unknown cause) and CPR was administered. The implanted percival valve was checked and appeared to have malpositioned into the lvot. Delays in perfusion support occurred and the patient was deceased before the re-intervention could be performed to re-position the valve.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. Because the device is not available for analysis no further investigation were possible at this time. As indicated in the initial report the valve was dislodged after CPR was performed on the patient. The instructions for use (IFU) for a perceval s valve states; after perceval s implantation, manipulation of the heart and/or of the ascending aorta, if required, should be done gently; should an atrial retractor be placed, take care not to compress the ascending aorta. These maneuvers may lead to unknown effects on the implanted valve, including displacement and folding. [...] Patients with implanted perceval s valve may experience valve deformation when emergency cardiovascular procedures, such as cardiopulmonary resuscitation (CPR), are administered post implant. In such cases, an echocardiographic exam post-procedure is recommended, in order to verify the preserved position and function of the valve. This indicates that it is clearly outlined in the IFU that a known inherent risk of CPR is displacement of the valve. Based on the above analysis, and supporting information from the instructions for use, the adverse event cannot be attributed to any factors intrinsic to the device in question. Because no further information is available and the device is not available for analysis the root cause of the cardiac arrest cannot be determined. The root cause of the dislodgement is a result of the CPR, which is identified as a known inherent risk of procedure in the IFU.